Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-jul-2018 with the following findings: a review of the black box showed evidence of a short battery life with drastic voltage drop leading to a call service 128 alarm. Unrelated to the original complaint, the battery compartment was cracked at the case seal on the side. The returned battery cap was undamaged and able to fit. Additionally, evidence of moisture corrosion was observed in the battery canister with a leak. The ez-prime steps were performed correctly and all current readings were above specifications. The reported short battery life issue was duplicated. The pump cover was removed to find moisture corrosion to the continuous glucose monitoring module and to the power printed circuit board.